Manufacturer narrative:
Review of the device history record supports that there were no non-conformances noted for any reason during the manufacturing of the device and the pump met all requirements prior to release. The device is expected to be returned for evaluation; however, it has not yet been received. A supplemental report will be communicated accordingly once the device is received and evaluated.

Event description:
It was reported by an edwards sales representative, that there was incorrect data with the ev1000 pump unit. The sales representative further indicated that the hrs (heart reference sensor) was zeroed with success, but then a difference in blood pressure was observed when comparing with nibp (non invasive blood pressure) taken manually with a cuff. The hrs was exchanged but the issue persisted. The issue was resolved through troubleshooting and exchanging of the system. There was no report of patient compromise.

Manufacturer narrative:
The reported issue occurred before use with a patient. The details regarding what was meant by ¿incorrect data¿ was requested, but unable to be ascertained. Examination of the returned device was unable to replicate the customer¿s complaint. Evaluation testing supports that the device performs as expected. There was no indication or evidence of a manufacturing defect being responsible for the issue. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. No further actions are required at this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.